Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused irritation of the face and hives. The patient did report to receive medical intervention and was placed on oral steroids. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Section b3 was left blank and was corrected in this report section b4 was left blank and was corrected in this report

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused irritation of the face and hives. The patient did report to receive medical intervention and was placed on oral steroids. Pms comments: this notification was reviewed by the pms clinical expert due to the patient reporting "irritation at cheek and chin area of face, hives, allergic reaction." The patient also reports that they required a two week course of oral steroids to treat the reaction. No other clinical information or medical intervention was reported. The device may have caused or contributed to the reported event. However, device name and sn and further clarifying clinical details are unknown at this time, and we are currently unable to obtain additional information given the lack of customer response to prior gfe questions. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed. Section h6 updated in this report.